Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 12 cm abdominal aortic aneurysm, left iliac aortic aneurysm measured 2.5-2.6 cm in diameter, and right iliac aortic aneurysm measured 4 cm in diameter approximately 14 months ago. During the index procedure, the right hypogastric was embolized and intentionally covered. It was reported that the patient was lost to follow up and presented emergently with abdominal pain two months ago. The CT scan revealed that there was no endoleak and the aneurysm diameter had decreased to 9 cm. One month ago the patient presented emergently again with abdominal pain. The CT revealed a distal type I endoleak from contralateral extension limb. The extension was originally placed just proximal to the left hypogastric artery, which was aneurysmal at implant. The cause of the endoleak was due to disease progression of the iliac limb and hypogastric artery. Intervention was planned, however, prior to the planned intervention, the patient presented emergently with a ruptured aneurysm. The patient had coded three times prior to being brought to the operating room. The patient had the left hypogastric artery coiled to allow for appropriate seal; however, this part of the procedure took approximately 3.5 hours. The first 2 hours were spent trying a femoral approach, which was unsuccessful due to the limb tortuosity. The physician then switched to a brachial approach, which was successful after 1.5 hours. The embolization also took additional time because the patient was losing blood and frequently need to be stabilized. The physician implanted an iliac limb intentionally covering the left hypogastric. Additionally, an iliac limb was placed to exclude a blood clot within the external iliac artery that was distal iliac limb. The placement of both limbs took less than half an hour. A final angiogram could not be taken because of the patient's unstable condition. At the end of the procedure, the patient was in critical condition. Later that day, the patient passed away due to blood loss. The film evaluation has been completed. The review of returned films 8-days post-implant show that the left iliac limb is placed within the short common iliac and extends just proximal to the left hypogastric; the left internal iliac diameter is 3.2cm. The right limb extends into the right external iliac. Post-implant films show that the left internal iliac diameter is approximately 3.5cm. There is a possible distal type I endoleak feeding the aaa, which measures 10.5cm max diameter. The left limb has minimal stent graft apposition to the iliac, and there is a distal type I endoleak. The aaa measures 10.7 cm max diameter, and the left internal iliac aneurysm is 3.7cm.

Manufacturer narrative:
Methods: film evaluation. Results: inherent risk of procedure (death, rupture). Patient's condition affected effectiveness of device (disease progression; iliac dilatation. Anatomy related; the tortuous iliacs likely contributed to the lengthy secondary procedure and blood loss. Unapproved use of device (pre-op rupture). Conclusion: device failure/lack of effectiveness related to patient condition (disease progression; iliac dilatation. Anatomy related; the tortuous iliacs likely contributed to the lengthy secondary procedure and blood loss). Device failure related to user handling (pre-op rupture).